Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate after deployment of closure. The device was difficult to remove from the access site due to the balloon being inflated. The device had to be cut manually in order to get the balloon to deflate. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.